Event description:
Patient successfully treated with miradry on (B)(6) 2015 (no reported issues with device or side effects at time of treatment). Patient called the clinic on (B)(6) 2015 complaining of extreme pain and signs of infection were stated. Seen by physician on (B)(6) 2015 and (B)(6) 2015. Incision and drainage (ind) was performed and packed with indoform gauze. Bactrim was prescribed. Current status as of (B)(6) 2015: patient is all heald and infection is gone.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.